Manufacturer narrative:
B3: event date unknown. Device evaluation: one device was received. A visual inspection found no physical damage on the pump. During the functional testing, the pump showed lec 41541 lock sensor defective. The customer stated problem was confirmed. When the bolus dispenser to deliver the bolus is pressed, the message appears: bolus dispenser removed. The main board was found to be defective. The main board and lock sensor were replaced. A device history record (DHR) review reported no discrepancies or non-conformance's during the manufacturing of the reported serial number.

Event description:
It was reported that the pump bolus dispenser is recognized, but when triggered the following error message appears: "bolus dispenser entered!" Several bolus dispensers were tested, all of them gave the same message and the bolus dispensers worked perfectly on another device. There was unknown patient involvement.